Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Image noisy due to a faulty ad board (printed circuit board) component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited image noise. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction. Updated fields: h2, h6, h11. The initial report was sent in error as malfunction "image noise" was incorrectly included in the investigation and would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.